Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that pt did not know the cause of the stimulation increasing and decreasing on its own, but it was still happening. Pt did not know yet, but they were going to see rep on (B)(6) 2022. In the second letter, the pt still did not know the cause of the stimulation increasing and decreasing on its own, the high impedances, and not getting stimulation in their back. To resolve the issue, pt was sent a new controller. The issue was resolved, but the pt was still not getting stimulation in their back.

Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was reported the patient talked with their manufacturer representative and asked for the controller to be replaced.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported pt has experienced intermittent stimulation. Pt stated that often throughout the day/week, intensity will drop to 0 then back up to 7.2 after a few moments. Mdt rep stated that this started 2 weeks ago when pt received a new controller. Mdt rep reports that pt had adaptive stim programmed, with some positions set to 0 intensity, but couldn't remember which positions. Mdt rep reports that he turned as off today during their meeting, and will give the patient a few days with new programming (non-as) to see if he continues to experience intermittent stimulation.

Manufacturer narrative:
Product ID: 97745, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller reported their stimulation intensity keeps decreasing to 0 on it's own. Caller stated they called their mdt rep on 11/25/22 and met with him on 11/28/22 for reprogramming. Caller stated rep found two electrodes of which "current wasn't going through and he tried to bypass them". Pss understood this that two electrodes had high impedance values and rep did not use those electrodes for programming. Caller stated they used to feel stimulation up into their back and now they can only feel it in their legs and hips. Caller stated that yesterday after being reprogrammed they went home and a software problem displayed (pt could not recall details of the software problem) and they could no longer feel stimulation. Pt stated they were on group a and checked their controller and group a and b were both at 0 but group c was still as rep set it when he reprogrammed pt. Caller mentioned they had another issue in the past and needed to be reprogrammed but did not recall what the issue was or when. Pt stated they called rep again today and was told to contact patient services for further assistance. Pss reviewed information and redirected pt back to mdt rep. Pss sent email to field for visibility. Pt stated they no longer have a managing physician because they were told there is nothing else that they can do for them at this point.